Event description:
Surgeon was performing a left knee arthroscopy and noted toward the end of the case that there was a leak in the bladder of the irrigation device. Upon inspection there was a tiny hole found in the bladder of the device. The surgeon was notified, the tubing was switched and the case was completed.====================== health professional's impression======================it is the impression of the health care professional that this was a device failure. Had it been user error the defect in the bladder would have been larger.